Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 128 ohms. A latitude alert was received due to the impedances being out of range measuring 130 ohms on the date of the device change out. Technical services recommended to perform a commanded shock to test the lead impedance. The implanted device was successfully explanted and replaced and the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 128 ohms. A latitude alert was received due to the impedances being out of range measuring 130 ohms on the date of the device change out. Technical services recommended to perform a commanded shock to test the lead impedance. The implanted device was successfully explanted and replaced, and the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this patient had 10 separate episodes in which the patient received 10 shocks which successfully converted the ventricular arrythmia. However, upon device interrogation a code 1005 was revealed, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A review of data found with each successive episode and shock impedances dropped. On the 10th episode shock impedances dropped to 65 ohms. With over 10 shocks impedances went from greater than 145 ohms to 65 ohms. Technical services provided recommended to replace the lead. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.